Manufacturer narrative:
Product was not returned to manufacturer. User facility has been notified. Event device code is addressed in package insert. Product was not returned for investigation.

Event description:
Allegedly insert has delamination. Revision surgery is scheduled.